Event description:
A surgeon reported that an intraocular lens (iol) was replaced due to dislocation. Additional information has been requested.

Event description:
The surgeon provided additional information stating that one day postop it was noted that one haptic was anterior to the iris and there was much cortical material noted. On postop day #2 the lens was exchanged with an anterior chamber lens. A vitreal specialist suggested the anterior chamber lens because a vitrectomy and retinal peel were planned for the future. The surgeon stated the event was unrelated to the intraocular lens.